Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Event date is an estimation. It is unknown which lead was explanted and replaced, so both are being reported on.

Event description:
Related manufacturer reference number: 3006705815-2020-01495. It was reported that the patient was experiencing ineffective therapy. As a result, one of the patient's leads was explanted and replaced on (B)(6) 2020.